Manufacturer narrative:
(B)(4). Investigation summary: two photos were received and evaluated. One photo displayed an opened blister pack from batch 0204808 (p/n 309628). One photo displayed a loose 1ml syringe with a deformed tip and collar. The deformation only affected a small portion of the collar and the was bent in the consistent direction. It was unclear if deformed portion was melted or damaged but was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the deformed luer defect could not be determined based on the evidence received. A physical sample is necessary for a more thorough evaluation and potential root cause determination. Rationale: since root cause could not be defined, no corrective actions are necessary at this time.

Event description:
It was reported that syringe 1ml ll tip was damaged. The following information was provided by the initial reporter: material no: 309628, batch no: 0204808. It was reported luer lock tip looks like it was melted off possibly during manufacturing or sterilization process. Verbatim: per customer's response (B)(6) 2021. Was anyone hurt? No. Luer lock tip looks like it was melted off possibly during manufacturing or sterilization process